Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that balloon detached. A 2.50 mm x 30.00 mm agent (dbc) was selected for percutaneous coronary intervention (pci). During the preparation, the stylet was taken out, the balloon snapped. Procedure was completed with new balloon and no patient complications reported.

Event description:
It was reported that balloon detached. A 2.50 mm x 30.00 mm agent (dbc) was selected for percutaneous coronary intervention (pci). During the preparation, the stylet was taken out, the balloon snapped. Procedure was completed with new balloon and no patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 2.50 x 30mm balloon catheter, lot number 04519h24. Visual and tactile inspection found a break 10cm proximal to port exchange. Microscopic analysis noted that a mandrel was returned inserted into the device. A white piece of foreign material (fm) was attached to the mandrel section that was outside of the device. Once the fm was removed the mandrel was removed from the device without any issue. Further examination of the shaft polymer extrusion via microscope noted that there was additional damage present. The outer lumen was kinked and dented. A detailed microscopic examination of the balloon material identified no issues with the balloon.